Event description:
Reporter states the pt tested 203 mg/dl on the advantage system while unresponsive. An add'l professional device produced a result of 29 mg/dl within 10 minutes. No action was taken on device result. Pt was treated with a saline IV. Requested return of suspect system and replacement was sent.